Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the atrial lead exhibited noise, triggering the auto mode switch episodes. The lead noise was reproducible by isometrics. The device was reprogrammed but the auto mode switch episodes continued. The patient did not experience any adverse events and would continue to be monitored.